Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. The subject device was not returned, and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the patient had an appendectomy using an unspecified olympus equipment. Three days after, the patient felt pain and went back to the hospital. The patient was treated for an infection and will be returning to the hospital for further treatment. Additional information received that the surgeon told the patient that the appendix was revised in front of the intestine, and it was difficult to get to the appendix that they had to do something different which led to more blood and more chance for infection from the blood that was left over. The patient had another procedure to drain the blood and is recovering.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00117. The subject device model and serial numbers are unknown. Olympus selected "wa4kl530" as a representative product for processing purposes. Attempts to obtain additional information from the physician were unsuccessful. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.